Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported insulin flow blocked alarm. The patient rewinded pump, reinsert the reservoir run fill tubing, however, insulin did not exit and pump alarmed. No further information available.